Event description:
Report number 2 of 2 received for abbott international affiliate (abbott-canada) which states "loose cap on the pca extension set causing a bleed out from the set onto the operating room table. Operating room staff replaced cap with a clave connector. Pt was not compromised as a result of the incident. Although requested, no add'l info has become available.